Manufacturer narrative:
Visual inspection of the returned femoral head shows dark debris on the taper and also some gouges on the rim of the head. Dimensions were found conforming to print specifications where measured. The modular neck returned has dark debris on the taper and gouges on the body. The poly liner returned is damaged, deformed and is missing material. It has also been noted that there is discoloration on the inner and outer surface of the liner. Dimensional analysis cannot be performed due to the condition of the liner. Review of the device history records did not find any deviations or anomalies. Scanning electron microscope images confirm the presence of dark debris on the head taper. The energy-dispersive x-ray spectroscopy analysis of the dark debris on the head taper indicated elements c, o, p, ca, ti, cr, mn, co, and mo. This has been a common element breakdown of the black debris found in corrosion events. Energy-dispersive x-ray spectroscopy analysis of the base material is consistent with cocrmo. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combinations. The head, neck and liner are found to be compatible. A definitive root cause for the corrosion and wear cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00801803602, versys femoral head, lot #60867602 manufactured by (B)(4); catalog #00784801300, m/l taper kinectiv neck, lot #60825915. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to moderate cobalt levels. There were also some signs of effusion in the joint, a pseudo tumor, osteolysis, and one of the tabs of the liner had broken off.